Event description:
It was reported that past instances of noise were observed on the atrial lead. No patient symptoms were reported. The lead was explanted and replaced during an associated lead procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.